Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped. Manual pressure was held to achieve hemostasis. There was no reported patient injury. The groin was not very tortuous, and a non-cordis 6f sheath was used. Additional information was requested but not provided. The device was not returned for evaluation. The product history record (phr) review of lot f2523204 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis and images were not provided. The exact cause of the loss of pressure issue experienced could not be determined. Based on the limited information available for review, it difficult to determine what factors may have contributed to the issue experienced. However, access site vessel characteristics and/or concomitant device factors possibly contributed to the reported balloon popping since a calcified vessel and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot p040044 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped. Manual pressure was held to achieve hemostasis. There was no reported patient injury. The groin was not very tortuous, and a non-cordis 6f sheath was used. Additional information was requested but not provided. The device will not be returned for evaluation.